Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history log files were investigated by our local service engineer as well as by our engineer in charge (r&d department, melsungen, germany) both engineers come to the conclusion that the history log files revealed no abnormalities and the device operated as intended.

Event description:
As reported by the user facility ((B)(4)): adverse event: diagnosis: chemical burn.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Based on the history log files, no conclusions can be made regarding the cause of the event. H3 other text : history log files were examined.